Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500/m365sc2317700, model: sc-2317-50/sc-2317-70, serial: (B)(6), batch: 20711673/5033770, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.